Event description:
Marbling indicative of vascular occlusion on her chin [vascular occlusion] blistering that appeared on initial patient presentation potentially indicative of a herpetic infection [herpes virus infection] rha4 and rha 3 in the chin in prejowl/jaw area injecting to the bone [off label use]. United states report received from other healthcare professional via company representative on (B)(6) 2023 and refers to a female patient of unknown age had received rha3 and rha4 on (B)(6) 2023 for unknown indication. An unknown volume of rha3 and rha4 was applied to chin in prejowl/jaw area injecting to the bone using an unknown injection technique. It was unknown if the needle was used from the box and cannula was used for rha3 and rha4 administration. On (B)(6) 2023, after receiving rha3 and rha4 the patient developed marbling indicative of vascular occlusion on her chin. As a treatment, the injector applied 4 vials of hylenex, warm compress, and aspirin 650 mg. The patient presented on (B)(6) 2023 (as reported friday morning) and her condition seems to be worsened. Additionally, the patient was treated with more hylenex in multiple rounds. The patient's capillary refill seemed to be improving. The patient continued aspirin and was recommended to add sildenafil by the physician. The patient presented again on (B)(6) 2023 (as reported sunday) and her condition was worsening. After consultation, it was recognized a blistering that appeared on initial patient presentation potentially indicative of a herpetic infection. As a treatment, valacyclovir 500mg bid was initiated. On (B)(6) 2023, the patient sent pictures to the injector and seems to be improving. At the time of this report, the patient continued to recover and was doing much better. The patient had not initiated any new treatments except for general wound care. Since (B)(6) 2023, the patient had no additional issues. At the time of this report, the outcome of the events was recovering. The intensity of the events was not provided. It was not reported if product was available for return. Health effect - clinical code: (B)(6) , obstruction/occlusion. Health effect - clinical code: (B)(6), viral infection. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Follow-up received from other healthcare professional via company representative on (B)(6) 2023. The outcome remain as recovering as per follow-up information received. Narrative updated. This case has been linked with (B)(6) (same patient). On (B)(6) 2023, a program expert from the medical device reporting (MDR) team at the FDA suggested that we complete updated submissions, where the "uf/importer report # (B)(6)" is corrected. This case was submitted on (B)(6) 2023 using the incorrect "uf/importer report #", (B)(6). This is an initial submission to the correct "uf/importer report #", (B)(6). The original date of submission of (B)(6) 2023 within section f11 was updated to (B)(6) 2023. Case comment: a causal relationship between the rha3 and rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The reported herpes infection is assessed by the sponsor not related to the rha products. It is well known that the invasive procedure including injections may trigger the dormant herpes flaring up. The company will continue monitoring the benefit-risk profile for the product.